Event description:
During the lap chole the sponge on the laparoscopic kittner fell off the applicator. The surgeon noticed this right away and retrieved the sponge. The needs to be reported as a factory defect.